Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker could not be released from the delivery catheter after fixation. The device was not used, and a new one was implanted. The patient condition was stable.

Manufacturer narrative:
Reported event of separation failure was not confirmed. Visual inspection noted outer and inner helix length were within of specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.